Event description:
It was reported that due to the device not working correctly and urethral atrophy the patient had his artificial urinary sphincter (aus) cuff explanted. It was noted that the previous cuff was not coapting the urethra so the patient needed a different size cuff. This patient did not experience any additional symptoms. The physician added that everything looked good following this surgery.